Event description:
It was reported that the patient experienced stimulation not covering the right side of his left leg. It was also noted that the patient said, "electrical current is different...feels like I got cold sensation going through me". The symptoms began following some form of trauma. The patient was in a car accident and he also jammed his knee. The patient's status was unknown.

Manufacturer narrative:
(B)(4).